Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the high impedances was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209342834, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: 0209342834, ubd: 03-mar-2019, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that all impedances were >4,000 ohms. The patient underwent a surgical intervention. First the lead was replaced and connected to the existing ins. The impedances were still high >4,000 ohms, but the patient had a good motor response on all 4 electrodes at about 2.7v. Therefore, the ins was also replaced with a good motor response. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.